Event description:
Patient's family member called lfs on 06/2002 alleging that patient's meter was giving inaccurately high readings. In 2002, around 3 pm, patient got a reading between "300 to 400". Patient felt fine and did not have any symptoms. Based on that reading, family member gave patient the set amount of 4 units of humalog, plus 3 units of their sliding scale insulin (type unknown). 1 hour later at church (around 4pm), "patient could not talk, got disoriented, out of it and collapsed". Patient was given some orange juice and taken to the ER. The ER meter read 27 mg/dl. Patient was started on IV glucose and kept there for 3-4 hours until their "blood sugar reached 90 mg/dl. Patient continued using the meter after their release from the ER. There was no change in their medication regimen. Five days later, the patient's family member called lfs. The meter was not replaced at this time. An accuracy brochure was sent to patient. Patient continued using the meter. Two days later, patient called lfs again since patient still got high readings on the meter, but was not feeling any symptoms. The control solution failed on the meter. The meter was replaced. "The new meter works just fine. The readings are much lower - they match how patient feels." No further information was provided.